Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s spouse moved their interrogation device further away from the bed, resolving the issue. The cause of the pain and discomfort was reported to have been from interaction with the bedside interrogation device for the patient¿s spouse¿s cardiac pacemaker. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that when the patient laid beside their spouse when their spouse was monitoring their cardiac device, the patient felt some pain and discomfort in the ins pocket/at the battery site. It was noted that the patient¿s spouse had a pacemaker that performs some type of monitoring. No further complications were reported/anticipated.